Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was found fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned provisional identified a surface scratch or milling line, but there was no crack or fracture observed on it. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The two scratches observed on returned product do not exceed 0.5 inches, are hardly visible and are located on non-functional surfaces. According to the standard operating procedure, these two irregularities are allowable as they do not detract from the aesthetic value of part. The root cause for the reported issue considered to be that the device operated within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported device is used for treatment.